Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code-batch regarding needle detachment, closed as not confirmed after analysis. We manufactured and distributed in the market(B)(4) units of this code-batch. There are no units in our stock. We have received two open samples with the needle detached from the thread and the thread is broken into pieces. The thread is still wound on the pack in both open samples received. The threads are degraded by hydrolysis along the time, probably due to a pin hole in the aluminum pouch that led moisture in the pouch and degrade the product (sutures manufacturing date is december 2022, more than 2 years ago). However, no defects have been found in the aluminum pouch. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b. Braun surgical requirements. Conclusion root cause analysis: it was probably due to a pin hole in the aluminum pouch that led moisture in the pouch and degrade the product over time. However, as no defects have been found in the aluminium pouch, the root-cause could not be determined. Final conclusion: taking into account that the open samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the open samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn quick suture. The client reported that we found defective sutures during the procedure. There are currently 4x monosyn quick dgmp13 5/0 45 cm, where the needle was either not attached to the suture or not present in the envelope. No further information received.